Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Additional information received indicated patient underwent surgical intervention where the entire system was explanted.

Manufacturer narrative:
B3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000134496.

Event description:
It was reported patient was not receiving effective therapy and the lead was exhibiting high impedances on contacts 9-16 and was unable to be placed into MRI mode. As such surgical intervention may be pending to address this issue.